Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inadequate high voltage therapy to treat a ventricular fibrillation. External defibrillation was used to terminate the arrhythmia. High voltage therapy was deactivated on the device. The patient was in stable condition and there were no adverse consequences.